Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Fse replaced the set up joint to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. If additional information becomes available, this file will be updated.

Event description:
It was reported that after successfully completing a da vinci-assisted surgical procedure, the system was inspected and the customer observed and brake engagement issue with the set-up joint 3 (suj3). The intuitive technical support engineer (tse) was contacted for troubleshooting and review of the system logs confirmed no related error fault. Troubleshooting was performed; however, the issue persisted. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: when the reported event occurred the da vinci system had already been removed from the patient. There was no damage on suj 3.